Event description:
Rn primed pt's atg [chemotherapy agent] dose with primary tubing and 0.22 micron filter. After it was primed, the filter was leaking atg. Issue was reported to pharmacy, who re-made the dose. Filter was bd smartsite extension set 0.2 micron low protein binding filter, lot #(10)20086138. Device was saved with packaging for unit educator.